Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. As received, the response buttons were intermittent. Upon evaluation, the front response button cover was missing and the switch contacts were corroded. The cause of the inability to activate the device is the oxidized switch. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were not activating the device.